Event description:
It was reported that pump malfunction occurred without any notable events beforehand and displayed malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer planned to perform pump reset after returning home. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.